Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: the customer stated that the wire went down followed by the dilator and the sheath; the sheath did not cross into the artery; bleed back did not occur and the sheath kinked; the procedure was completed with manual compression; the reported blood loss was 5-10cc's; and the patient is doing fine.

Manufacturer narrative:
The report is being submitted as follow up no. 1 to provide additional information in describe event or problem.

Event description:
Additional information was received on may 24, 2017: this was a diagnostic case. An 035 st jude wire was use to close the femoral artery post lhc.

Manufacturer narrative:
This report is being submitted as follow up no 2. To provide the evaluation results. One 6f angioseal vip was returned for evaluation. The arteriotomy locator and hemostasis sheath were mated with each other upon return; the carrier tube assembly was returned unused. One guidewire was also returned. The sheath was kinked at the blood inlet hole and curved at proximal and distal segments to the holes (see attached pictures). There was blood like substance observed on all returned components. Microscopic visual inspection revealed significant kinking of the hemostasis sheath (and enclosed locator) at the blood inlet holes. The locator outer diameter was found to be 0.0909". The hemostasis sheath inner diameter was found to be 0.094". The hemostasis sheath hub cap circular opening above the valve was found to be 0.146". All measurements were confirmed to meet manufacturer specifications. Though further information about patient anatomy and vascular health was not available, based on the condition of the returned device; it is likely that extreme angulation of the sheath and locator assembly in-situ led to folding of the blood inlet holes which precluded normal pulsatile flow. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.